Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was 190 mg/dl. The customer stated that he filled the reservoir, did a set a change, and was not able to prime the tubing as insulin did not exit. The customer was advised to disconnect the tubing and reservoir, and then reconnect the tubing and reservoir. The customer was advised to manually push the plunger and verify the tubing exits. The customer was advised that changing the reservoir will resolve the issue. The customer is being sent a replacement reservoir.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.